Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during patient infusion. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.